Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was noted to be dim, faded and pink.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked from the threads to the case seal. There was evidence of corrosion inside the battery compartment. The pump was opened for investigation and revealed no evidence of internal moisture of the interior pump compartment. The display was noted to be dim and faded with a pink contrast. A test display was attached to the pump and illuminated properly without discoloration.